Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has a bent battery pin. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 7 and 8 were both bent and compressed.